Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing erratic blood glucose level and often elevated blood glucose levels; exact readings were not provided. Caller stated there are not changes to conditions, dietary changes or new medications. Caller alleges pump does not deliver insulin correctly.